Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.1. Cloud - smartphone hardware iphone14.7. Cloud - cgm sensor type g6.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide had not moved forward.

Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed with the pink slide insert not visible in the top housing viewing window and the cannula not visible in the bottom housing needle well. The download data showed that the pod ran for 29 pulses. The pod completed both first and second priming sequences and was deactivated at the end of second prime. The rotational sensor data indicated that the rotational sensor malfunctioned during operation. The firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allow the needle mechanism to deploy. The pod was reset and connected to an unused pdm. The needle mechanism fully deployed during the rerun. During priming, the pod alarmed and the pdm generated a communication error. An 0x42, rotational sensor minimum pulses between safety sensor trans., alarm was observed in the rerun data along with rotational sensor abnormalities. Inspection of the drive mechanism found no deficiencies that would contribute to rotational sensor abnormalities. The exact cause of the rotational sensor malfunction could not be determined.